Event description:
Per the clinic, the patient experienced a "jolt" sensation when holding the coil against the implanted magnet. No reports of patient injury are associated with this event. The implanted device remains.

Manufacturer narrative:
Per the patient, the sensation is not a "jolt" as previously reported, rather it is the start-up noise of the processor when she turns the device on while it is on her head with the coil in place. Patient continues to use device with benefit. Implanted device remains. This report is filed october 4, 2012. Implanted device remains.

Manufacturer narrative:
Implanted device remains.